Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department from tower 4c with a report of being unable to get the pump to stop alarming due to the device touchscreen not responding. It was reported the nurse use the cassette eject lever to eject the tubing set from channel b. Therapy was continued using a replacement device. There were no reported adverse patient effects and no reported delay or therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.